Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a lead that was making a ¿short¿ and something was wrong in there. The patient stated that the lead was explanted and replaced. No patient complications have been reported as a result of this event.